Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes , investigation conclusions), h11. A getinge field service engineer (fse) tested and observed helium regulator seal not properly installed causing helium tank to leak. Installed new helium tank supplied by customer with new seal and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer. Notified customer of correct process per manufacturer requirements.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) will not fill up with helium.